Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal w/o lymphadenectomy surgical procedure, the system showed that universal surgical manipulator (usm) 3 was not ready. The technical support engineer (tse) checked the log and found that usm3 failed to sensor the instrument. The tse recommended to reinstall the instrument on usm3, but the clinical sales representative (csr) said the instrument was holding the tissue at the time. The tse advised to use the instrument release kit (irk) to remove the instrument. The surgeon stated to the csr that he could cut the tissue with another instrument instead of using the irk. The surgeon cut the tissue held by the instrument on usm3 and reinstalled the instrument, and the system message was cleared. The procedure continued as planned with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the instrument was grasping onto tissue fat at the time of the issue. The irk was not used because the surgeon believed it was better to cut the fat tissue, that was planned to be removed during the surgery, rather than to reinstall the instrument. The surgeon reportedly did not want to waste the remaining life of the instrument. There were no intra-operative complications or post-operative complications. The surgery was completed successfully. The surgeon suspected the reported event was caused by human factors, not due to the system. There were no additional medical intervention for this case.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The instrument logs were reviewed and it was found that usm 3 had a prograsp forceps (part# 470093-11, lot# n10200323-0391) instrument installed for the duration of the procedure. A review of the use history for each instrument/endoscope used during the procedure revealed that they were used in subsequent procedures. This includes the prograsp forceps instrument, which was used during two subsequent procedures without reports of a product problem. A system log review was performed by an intuitive surgical, inc. (Isi) technical support engineer and the following was identified: error 282, which indicated that a tool sensor was not detected on usm 3. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: it was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal w/o lymphadenectomy surgical procedure, the system showed that universal surgical manipulator (usm) 3 was not ready. The technical support engineer (tse) recommended to reinstall the instrument on usm3, but the clinical sales representative (csr) said the instrument was holding the tissue at the time. The tse advised to use the instrument release kit (irk) to remove the instrument. The surgeon stated that he cut the tissue with another instrument instead of using the irk. The instrument was reinstalled, and the system message was cleared. The procedure continued as planned with no reported injury.